Manufacturer narrative:
The reported inappropriate therapy delivery was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
Event clarification: programming changes were recommended. The device was electively explanted 2 days later due to a device upgrade.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered inappropriate therapy. Review of the electrograms indicated inappropriate atp and hv shock therapy were delivered during svt diagnosed as vt. The device was explanted and replaced. The patient was well.